Event description:
The patient was admitted to the hospital on (B)(6) 2012 and discharged (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: lead model 3391-40 lot# 0205252212 implanted: (B)(6) 2011 explanted: na, lead model 3391-40 lot# 0205143644 implanted: (B)(6) 2011 explanted: na, extension model 7482 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 7482 serial# (b)($) implanted: (B)(6) 2011 explanted: na.

Event description:
Additional information indicated that previously reported CT scan had no relevant findings. The event resulted in prolonged existing hospitalization, the admission date was (B)(6)-2011 and the discharge date was (B)(6)-2012. The patient was discharged between the (B)(6)-2011 due to christmas holidays. The patient returned to the hospital on the (B)(6)-2011 due to the same event. The severity of the event was updated from mild to moderate. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information was received. The hospitalization, discharge date (B)(6) 2012, was resolved without sequela.

Event description:
Additional information reported they initially thought the patient could have a korsakov syndrome but that was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced two tonic crises with symptoms including relaxation of sphincters and loss of consciousness, resulting in in-patient hospitalization. The patient was given 1000mg of valproato orally and 10 mg of intravenous diazepam on (B)(6) 2011. A CT scan without contrast on (B)(6) 2011 showed there was not an acute lesion. It was reported that the event was not related to the device, but was possibly related to the procedure. The patient resolved without sequelae as of (B)(6) 2011. It was also reported that the patient experienced amnesia, confusional insomnia, and agitation. The event prolonged existing hospitalization, and it was reported to be life threatening. The patient's clometiazol, thiamina, and pyridoxine medications were adjusted on (B)(6) 2011. The event was not related to the device, but was possibly related to the procedure. The event was ongoing.